Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a damaged air detector. Customer reported complaint was confirmed through visual and functional testing. The air detector was replaced. It was also found that the dso seal was separating from the bezel so the dso seal was replaced. The probable cause of the customer reported issue was the damaged air detector. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that there was an air sensor failure. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.